Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the micro reciprocating saw was running without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged failure of the device running without user activation could not be duplicated during the device evaluation. However, the device was found to have a varnished rotor and a corroded motor. The varnished rotor and corroded motor can cause a device to run without user activation. The device was repaired and returned to the user facility.